Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device s/n (B)(6) in the shop because it was not registering the patient temperature. They replaced the temperature cable. It will now read temperature port 1, but it still was not reading temperature port 2. Walked caller through enabling temperature port 2. The secondary temperature was now displayed.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed temperature cable. They replaced the temperature cable. It will now read temperature port 1, but it still was not reading temperature port 2. Walked caller through enabling temperature port 2. The secondary temperature was now displayed. As per investigator notification received via task on 05sep2025, they were able to switch the cable, and it worked just fine. A DHR review is not required as the serial number is unknown. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device s/n (B)(6) in the shop because it was not registering the patient temperature. They replaced the temperature cable. It will now read temperature port 1, but it still was not reading temperature port 2. Walked caller through enabling temperature port 2. The secondary temperature was now displayed. As per investigator notification received via task on 05sep2025, they were able to switch the cable, and it worked just fine.